Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "cap detachment" could not be confirmed; glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 89,791 joules of use, ¿aiming beam fires straight out of fiber; laser began firing from tip of laser fiber¿ was noted. The fiber was exchanged and the second fiber exhibited the same issue at 517,012 joules. The fiber was exchanged and the third fiber exhibited "fiber cap detachment" at 248,614 joules. The fiber tips (caps) of all three fibers were cleaned during the procedure. "Finished case with third fiber even though fiber cap detachment" reported. Patient outcome: no injury to the patient reported. This report is for third fiber.